Event description:
A peritoneal dialysis (pd) patient that used minicaps, experienced an infection, dull pain around exit site, loss of appetite, constipation, and weakness. The cause of the events was unknown. It was not reported if the patient was hospitalized for the events. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced an exit site infection (previously reported as infection). H10: based on additional information received, the minicap was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.